Event description:
Customer reported that the display of the insulin pump went blank in the sunlight. Customer stated that the screen appeared to have black clouds on it. Customer stated that the insulin pump had been recently dropped twice. Blood glucose level was 221 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).